Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - mdl no. 3044. Patient ID: (B)(6). Related (B)(4) lk. ***additional information received from legal on 21-jun-2023*** (B)(6) 2013- total right knee replacement surgery and was implanted with a now-recalled optetrak device/ following the surgery, began experiencing significant pain, swelling, and popping in both knees, as well pain in both knees when walking/ (B)(6) 2021 reported to his orthopedic provider symptoms of pain in the lateral side of his right knee and ¿catching.¿ in (B)(6) 2022, reported continued pain and swelling in his right knee. Plaintiff¿s orthopedic provider informed plaintiff that his knee implant had been recalled due to early oxidation of the tibial insert, resulting in premature wear. Plaintiff is in his 80¿s and does not feel that he can undergo the rehabilitation process that is associated with knee replacements. The patient has filed a complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. ***original description summary*** as reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. This has no yet been explanted. The patient suffers from bone damage and/or loss, instability, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery attached (B)(6) 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k093360. Concomitants:. (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5. (B)(6) 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 200-02-35 - three peg patella 35mm